Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2010 who verified there was no patient injury or medical intervention associated with the incident. The pdn indicated the patient is trained and is very good about following proper therapy procedures. This complaint for a system error 2240 (air in set) that occurred during drain 3 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice machine during drain 3. The home patient (hp) stated he was connected at the time of the alarm. The cause of the alarm was undetermined. The hp stated he had already discarded the supplies and cleared the alarm. Proper procedures per the user manual were reviewed with the caller and the hp would complete therapy via manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced failure code 810:11, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.